Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 41 during supply change attempts, including an immediate ¿unable to proceed¿ message when selecting change cartridge and tubing, despite a battery charge above 50% and multiple restarts; the reported issue aligned with an insulin shaft rewind error and an insulin absolute range error affecting the pump mechanism. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer troubleshooting and replacement shipment pending return of the original device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.